Event description:
It was reported a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. It was reported the patient was hospitalized for the event two days prior to receipt of this report. On an unreported date the patient was treated with unspecified antibiotics. At the time of this report the patient remained hospitalized and the outcome of the infection was not reported. Pd therapy was ongoing. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.